Event description:
New information received notes that programming interventions were made. The patient was asymptomatic.

Manufacturer narrative:
Additional information: a4, b5, and h6.

Event description:
It was reported that the patient presented for follow up. A review of the transmission revealed multiple episodes of non-sustained right ventricular over-sensing (nsrvo) recorded by implantable cardioverter defibrillator. The episodes were caused by myopotential oversensing. Programming adjustments were discussed however, not interventions were reported. There were no patient symptoms reported.